Manufacturer narrative:
The sheath 4fc12 with lot number 0009974331 was returned and analyzed. Visual inspection showed the shaft was kinked at several points at 0.8 inches, 1.7 inches and 2.6 inches from the tip. The shaft tip was intact with no apparent issues. In conclusion, the reported kink was confirmed through testing. The sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the distal end of the sheath was kinked during the procedure. The sheath was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.